Manufacturer narrative:
(B)(4). D10 - medical product: psn tib np stm 5 deg sz d r catalog # 42-5320-067-02 lot # 66034827. Mc vite articular surface 10 mm catalog # 42-5121-044-10 lot # 65280762. G2: denmark. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device fractured and this resulted in that the implants dropping to the floor during procedure. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use with discoloration and the tip of the unit was fractured off. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.